Manufacturer narrative:
During testing channel 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, channel 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code.